Event description:
Same case as MDR ID# 2134265-2013-00347. It was reported that post a stenting treatment procedure, stent not fully apposed, chest pain and restenosis occurred. (B)(6) 2010 - the patient presented with dyspnea and was diagnosed as stable angina. The 70% stenosed target lesion was 15 mm long with a reference vessel diameter of 3.5 mm, located in the proximal left anterior descending (lad) artery. The lesion was treated with direct stent placement of a 3.0 mm x 20 mm taxus liberte stent, with 0% residual stenosis. The 80% stenosed target lesion was 14 mm long with a reference vessel diameter of 3.0 mm, located in the mid lad. Lesion was treated with direct stent placement of a 2.50 x 16 mm taxus liberte stent. Following post dilatation, the residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2012 - the patient presented with chest pain and was hospitalized on the same day with the diagnosis of coronary artery stenosis. Intravascular ultrasound (ivus) was performed and revealed the study stents placed in the proximal lad appeared to be not fully apposed. The 70% stenosed target lesion was located in the mid lad was treated with balloon angioplasty and the placement of a 3.0 x 28mm non-bcs drug eluding stent with 0% residual stenosis. The next day the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).